Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had experienced a high blood glucose level of 400 mg/dl. The customer woke up and the insulin pump's screen was off. They removed the battery and tested a new battery but then the insulin pump would not turn on again. The caller reported that the display was blank. They were advised to remove the battery but the insert battery alarm did not display on the insulin pump's screen. They were advised to clean the battery cap contacts and insert a new battery. The customer stated that the display returned and they received a power loss alarm. They were advised to select the ok to clear the power loss alarm. They declined troubleshooting for the high blood glucose. They were advised to monitor the insulin pump. The device will not be returned for analysis.